Event description:
It was reported that a physician trained in the use of the perclose proglide achieved arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the suture trimmer would stick on the first attempt to cut the suture and it took a couple of tries before the suture trimmer completed the cut. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not available for evaluation. The lot number was not identified; therefore, a device history record review could not be performed. Based on the information received and without the product to examine, a definitive cause for the reported experience cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (account did not have specific date). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.